Event description:
It was reported the patient suffered a cerebrospinal fluid (csf) leakage during a revision procedure to address lead migration on (B)(6) 2013 (reference MFR report: 1627487-2012-12383). The csf leak was immediately sealed and the paddle revision continued. Post-operatively the patient did not present with any headache or other symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.